Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar (metal collar pulling away from distal shaft), tip damage (flattened), shaft damage (flattened) for 11 cm and started at the tip with additional shaft damage (flattened) located 13 cm form the tip and was 6 mm in length. The max outer diameter (od) of the tip was measured with a calibrated micrometer, and the damaged distal shaft measured, with both measurements exceeding guidezilla specifications. The undamaged portion of the shaft measured met guidezilla specifications. Due to the condition of the device, functional testing could not be done. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the collar was unraveling. The target lesion was located in the left anterior descending artery. A guidezilla¿ ii long guide extension catheter was selected for use. When the device was taken out from its box, it was noted that the collar was starting to unravel a little bit and was not sealed down all the way. The physician ended up using the device. However, it would not advance inside an unspecified guide catheter. The guidezilla¿ ii was taken out from the guide. It was not known whether the guidezilla¿ ii was caught up in the guide catheter. The procedure was completed using a second wire, a buddy wire. No patient complications reported and patient's status was fine.